Event description:
It was reported that during bench testing of the external pulse generator (epg), the ventricular maximum output reading was lower than what it was set to. It was further noted on the return paperwork that current drain readings for the generator were unable to be obtained, and that its test and calibration was requested. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during bench testing of the external pulse generator (epg), the ventricular maximum output reading was lower than what it was set to. It was further noted on the return paperwork that current drain readings for the generator were unable to be obtained, and that its test and calibration was requested. The epg has been returned for repair. There was no patient involvement.

Event description:
It was reported that during bench testing of the external pulse generator (epg), the ventricular maximum output reading was lower than expected. The epg will be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the output readings did not match the settings. Analysis did find that the device would not turn on with the first press of the button which was attributed to the main printed circuit board being out of specification and therefore it was replaced, and that the battery contacts were compressed. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). This analysis could not confirm the report of out of specification ventricular output and battery current drain. However the out of specification on button operation was confirmed, this was caused by a solder defect at an integrated circuit component. Shutdown failure was confirmed caused by the integrated circuit component failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.